Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The reported device was returned and evaluated, visual inspection identified that the lead threads of the hex bolt had fractured and were not returned. Wear and tear consistent with a potential field age of approximately 4 years and 7 months were observed. No other damages were noted. Complaint sample was evaluated and the reported event was confirmed.device history record was reviewed and no discrepancies were found. The reported issue has been previously investigated and the results are documented in a corrective action. Per the corrective action, leading thread damage -the design of the cup positioner adaptor cap does not allow the leading thread to be chamfered because it is needed for better engagement with smaller diameter cups. As a result, the unchamfered leading thread is and has an increased tendency to strip, deform or fracture. Evidence of side impaction implies that the surgeons are placing off-axis load on the impaction handle which is designed to be struck on the impaction surface not the side of the handle. When struck on the side of the handle it creates unintended loading conditions and increased stress on the threads.however, a definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that during an initial hip arthroplasty, the tip of the inserter was chipped when installing the implant. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.